Event description:
It was reported by the physician's office that the patient's generator was dropping low and that you could see it. It was noted to be gross. The device history records of the generator were reviewed. Sterilization of the generator prior to release for distribution was verified. No further relevant information has been received to date. No known intervention has occurred to date.